Manufacturer narrative:
Results: bd received (B)(4) samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of loose IV shield with the incident lot was not observed as all samples met the required specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter had loose safety cover. No injury or medical intervention.